Event description:
During a transjugular liver biopsy, the device malfunctioned. The doctor was unable to get the needle to penetrate the valve on the sheath in the kit. Another device was required to complete the procedure.